Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 20 mg/dl at the time of the incident. The customer was treated with food and glucose tablets. The customer was assisted with troubleshooting and declined for low blood glucose. The customer stated there was no physical damaged visible on the insulin pump and they performed self test and they were able to passed. The insulin pump will not be returned for analysis.